Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to concerns of cholesteatoma and middle ear fullness and drainage. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.